Manufacturer narrative:
The device was not returned therefore device analysis could not be completed. Bsc has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,100 ohms) and loss of capture. A technical service consultant reviewed the available device data, and recommended lead integrity testing. The physician scheduled the patient to come back for a system revision procedure. Additional information was received the device and (rv) lead were explanted, and a new system implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis.